Event description:
It was reported that the patient experienced loss of ventricular capture for approximately 10 seconds immediately after an external cardioversion was delivered. The electrocardiogram exhibited pacer spikes, but no depolarization. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.